Event description:
Reportedly, when clipping the small vessels, the clip appeared to sever a vessel. On occasions clips deployed with clip legs crossed. There were no reports of pt injury or ill-effects. Procedure type: unk. Pt sex: unk.